Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 they were having issues with bolus timing out on the insulin pump. Customer is expressing dissatisfaction with number of keystrokes required for bolus. Blood glucose level at the time of incident was above 400 mg/dl and was treated with insulin pump. Troubleshooting resolved issue. Product will not return for analysis.